Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-10. H.3. Investigation summary: bd received 48 samples from each reported lot number for investigation. Twenty (20) of the samples from each lot number (40 total) were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer states that safety does not engage properly. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the safety does not engage properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2124398. Medical device expiration date: 2027-04-30. Device manufacture date: 2022-05-04. Medical device lot #: 2174399. Medical device expiration date: 2027-06-30. Device manufacture date: 2022-06-23.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer states that safety does not engage properly. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the safety does not engage properly.